Event description:
Customer reported hospitalization due to high blood glucose readings and diabetes ketoacidosis. Customer stated that she made an error with her insertion of the infusion set. Customer stated that it was her first attempt and the cannula crumpled up and insulin was not properly delivering. The set change was done prior to bed and the customer woke up with blood glucose readings of over 400 mg/dl. Customer reported symptoms of nausea and vomiting prior to the hospitalization. Customer also mentioned an issue with the serter. Customer stated that she has difficulty getting the sensor to insert. It was reported that the serter kept pulling the sensor after the second button press and that the sensor would not stick to her skin. Customer stated that the sensor fell off after a day or two. Customer's current blood glucose reading is 200 mg/dl and reported symptoms of nausea, pain and vomiting. Customer has treated the high blood glucose reading with the insulin pump and a set change.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.